Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 device is faulty. When squeezed, the clips come out without fully closing. Another device was used to complete the case. There was no consequence to the pt.